Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/13/2020. Device evaluation summary: according to the information reported, the patient experienced an unacceptable cosmetic appearance of breast implant. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with two 375cc mentor memorygel breast implant experienced right sided breast pain, rupture and left sided unacceptable appearance of breast post procedure. As a result, patient underwent bilateral removal and replacement with two 375cc mentor memorygel breast implants on (B)(6) 2020. This medwatch form is for the left breast prosthesis.